Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af). The patient stated the device delivered 17 electric shocks. Boston scientific technical services (ts) was consulted and referred the patient to the following physician for further evaluation. No additional adverse patient effects were reported. At this time, this device remains in service.